Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2013 (B)(6); 4296 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that shortly after implant of the implantable cardioverter defibrillator (ICD, the patient developed a pocket hematoma which required surgical intervention. The ICD remains in use. No further patient complications have been reported as a result of this event.